Event description:
During an egd/sclerotherapy procedure for a pt with a gi bleed, the endoscopy monitor went black then a color bar appeared. Multiple attempts were made to troubleshoot problem over a 16 minute period. The picture returned after 16 minutes allowing visualization.